Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse started up the system, which did not start up with errors. The customer reported errors dud not occur. The fse used inter-cart communication diagnostics. The fse found the light levels for connection point 3 from tower to robot were on the low range. The fse replaced internal blue fiber pigtail on the robot as well as the tower internal blue fiber pigtail running to the common compute controller (ccc). The system was tested and verified to have good connection.

Event description:
It was reported that the customer experienced an ongoing issue with the system intermittently producing a non-recoverable error on startup. There was an error 307 at system startup. The technical support engineer (tse) walked the caller through hard power cycling all carts and reseating the blue fiber cables with no change. The system logs indicated a loss of communication to the robot with errors 31089, 307 and 170. The caller stated the system was not in use at the time and they had no scheduled cases the next day. The customer reported event has no report of patient injury.